Manufacturer narrative:
The customer account provided an illustration of the product and based on the illustration it could be confirmed that the 2 crosslink devices were broken where it is secure to the rods. The complaint samples were not returned for further investigation so additional evaluation could not be conducted. In addition, no lot number was provided by the customer account so DHR could not be conducted. There was insuffient information provided by the customer account.

Event description:
Break when tightening.